Manufacturer narrative:
H10: "vent inoperative 100a data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed" had occurred at the repair center and occurrence of the alarm was also confirmed in the event log. It was suggested that the central processing unit (cpu) pcba should be replaced to resolve the issue. No repair was performed per the customer's request. No repair was performed per the customer's request. The unit was returned without repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that device had stopped operating after an alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer called in to report that their v60 had stopped operating after an error for the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failure had occurred. The error code was confirmed in the device logs by a sales representative.